Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch basic enhanced meter displayed an inaccurate high reading and a "not ok" message. The following complaint was classified based on customer care advocate (cca) documentation. The patient alleged that the product issues began sometime between 9:00 to 11:00 pm on (B)(6) 2010. The patient reported blood glucose results of "164 mg/dl" with a lifescan meter and "31 mg/dl" on another meter, performed more than 30 minutes apart of each other. On an unspecified time, the patient also reported that the "not ok" message appeared during a blood glucose test. The cca documented that the patient tests his blood glucose twice a day and manages his diabetes with glyburide and metformin (dosage and administration regiment not known). On an unspecified time after the alleged issues began, the patient claimed that he became "unconscious." The patient reported that he was in the emergency room (ER). The patient did not provide any information on how he came to the ER. The patient's blood glucose was reportedly tested on the ER meter and obtained a result of "31 mg/dl." The patient stated that he was treated with IV glucose at 9:45 pm. During the troubleshooting session, the cca documented that the patient was using a correct testing process when testing his blood glucose on the subject meter. The reported issues could not be resolved with troubleshooting. The cca arranged for the patient to have a field exchange for a replacement meter and supplies were mailed directly to the patient's residence. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims that he lost consciousness and required emergency medical treatment in the hospital for a condition suggestive of severe hypoglycemia after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.